Event description:
The customer contacted spacelabs healthcare to request repair of a xhibit central station (xcs) that shut down and would not power back on. The device was returned for further investigation. A spacelabs healthcare equipment service center (esc) technician evaluated the device and was unable to duplicate the reported issue. The esc process engineer evaluated the logs from the device and was unable to identify any issues. The cause of the reported failure could not be determined as no faults were found with the device.